Event description:
Article titled ¿a single centre study comparing the effectiveness of the aspiresr 106 vagus nerve stimulator model to older models in drug resistant epilepsy ¿ was reviewed and adverse events were identified for multiple patients that had been replaced with aspiresr devices. The adverse events noted in the article are as follows: 25% of 12 patients implanted were worse with autostimulation (indicating 3 patients). The author has no other information regarding these events. No other relevant information has been received to date.